Event description:
No additional information is available.

Manufacturer narrative:
A complaint history review could not be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter damaged / defective when using a indwelling needle to administer intravenous stage infusion to a patient, the indwelling needle encounters significant resistance when inserted, which causes obvious pain in the patient. After the needle is removed, it is found that the indwelling needle hose is bifurcated.